Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05981. It was reported that the patient fell and experienced ineffective therapy due to poor lead placement. Diagnostic testing indicated high impedance on multiple contacts of the lead. It was also reported that the ipg reached end of service (eos) and the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgery occurred to explant and replace the lead and ipg to address the issues.